Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via telephone call that the blood glucose ran high, to 497 mg/dl. She was assisted in programming the basal rate. She stated she would call back if high blood glucose troubleshooting was needed. The insulin pump was not returned or replaced.